Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had unexpected data error, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it experienced an unexpected data error, which affected the station. A field service engineer found the station application failed to load the database and dropped to a blue screen. The fse rebooting and database reset but didn¿t resolve the issue. The drive was reimaged with version 1.74, network and time were configured, and wsus was pushed. Full synchronization was initially failed due to srm being unlocked. After the rx technician locked the device, synchronization completed successfully. The rx technician logged in and confirmed the station was operational. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had unexpected data error, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.